Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode due to undersensing of the patient's ventricular fibrillation (vf) which resulted in a delay in delivering appropriate shock therapy. The physician contacted technical services (ts) needing support in optimizing device programming in order to avoid delays in treatment. It was confirmed that device programming was optimized for this patient. No additional adverse patient effects were reported. This product remains in service.